Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing discomfort around the ipg and the upper hip area as described as sharp and strong pain when sitting and standing. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.